Event description:
Additional information was received that there was no other kink or damage noticed on any of the devices. The catheter damage was not noticed upon opening the package. Steam shaping was performed prior to the damage being seen. There was no damage or evidence of tampering to device packaging. The device packaging was not damaged on delivery. The guide catheter was flushed and the guidewire was hydrated as indicated in the IFU. During the device use/procedure continuous flush was maintained through the guide catheter. Tip detachment occurred in the patient's body. There was no resistance when the echelon 10 was being advanced or retrieved. No medical or surgical intervention was required. There were no issues that resulted in the damage that was found. The cause of the missing marker band was not determined. Ancillary devices include ton-bridge medical distal access catheter and beidou neurovascular guide wire.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon 10 microcatheter was delivered into position via a 0.014 neuro guidewire. Under fluoroscopy, it was observed that the tip of the echelon 10 lacked one radiopaque marker. The microcatheter was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. Femoral artery access vessel diameter was 4.28 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Event description:
Additional information was received stating that the marker was not left in the patient.

Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a sealed tyvek biohazard pouch. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal ~2.0cm of the catheter tip appears to have been shaped. The coating was found damaged (bubbles). The distal tip and distal marker band was found separated from the remaining micro catheter and not returned. Customer reported the tip remained within the patient. The break edge was found stretched and jagged. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.2cm, and the usable length (to the proximal marker band) was measured to be ~144.2cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. In addition, the coating was found damaged. Possible causes of the break and coating damage are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or removing the shaping mandrel prior to the echelon-10 cooling. It is possible the catheter tip became damaged during steam shaping and later detached completely during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.